Event description:
A report was received that the patient had charging issues. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's charging issues was that the ipg was not holding a charge. It was further noted that the patient just needed new battery and there was no issue with the device. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had charging issues. The patient underwent an ipg replacement procedure.